Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for two patient samples. Of the data provided, only the sodium results were discrepant. Patient sample 1 initial result was 131 mmol/l and the repeat result was 137 mmol/l. On (B)(6) 2013, patient sample 2 initial result was 131 mmol/l and the repeat result was 141 mmol/l. The initial results were reported outside the laboratory. Corrected reports were issued in both cases. The patients were not affected by the erroneous results that had been reported. The sodium electrode lot number was p93 with an expiration date of (B)(6) 2013. The field service representative determined the ise sipper probe was rubbing on the side of bath. He replaced the sipper probe and checked the alignments. The customer ran qc and accepted all results and ran precision testing.